Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a slip occurred with a mayfield 2000 skull clamp loaner. Multiple requests for information were made; however, further information was not received.